Event description:
Dexcom g6 sensor inaccuracy: 7:23am g6 reading 108, finger stick reading is 89. That is a mard of 21.3%, which is outside of the allowed 20% range. Inserted (B)(6) 2024. Activated on (B)(6) 2024.